Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a broken pole clamp, which could cause device to falter off pole. No patient adverse events reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination showed the device had extensive wear to the enclosure, front cover, pole clamp and line cord. The cause of the wear and damage seen was not established.